Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had broken gears, the moving parts did not move smoothly, and the device was not functioning. It was further determined that the device failed pretest for free moving and frequency. The root cause of these failures could not be established. A review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was generating heat during use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.